Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Health professional reported right side capsular contracture baker grade IV and ¿nodular images with microcalcifications" diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Calcification: no observed on the device. Lump/nodule: unable to observe as it is a medical event that is not related to the device. Additional observation red encapsulation observed on the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Health professional reported right side capsular contracture baker grade IV and ¿nodular images with microcalcifications" diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Event description:
Health professional reported right side capsular contracture baker grade IV and ¿nodular images with microcalcifications" diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: no observations are performed for the complaint as the event is insufficient information. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Lump/nodule: : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the shell. Wear abrasion observed on the device. Creases observed on the device.